Event description:
It was observed that during the device evaluation, the duodenovideoscope had a metal particles in l-arm of the distal end in the insertion part and chipped charged coupled device (ccd) cover lens glue of the charged coupled device (ccd) unit in the insertion part. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified and for the chipped charged coupled device (ccd) cover lens glue of the charged coupled device (ccd) unit in the insertion part cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.